Event description:
Contact reported that the patient's pump showed a cartridge amount of zero frequently, even when it contained enough insulin. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support services (cts) decided to replace the pump and send three additional cartridges due to previous troubleshooting efforts. The customer reverted to an alternate method insulin therapy. A replacement pump with updated software was sent, and the customer was instructed on storage mode and pump return procedures.